Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 01/03/2025, it was reported that the patient experienced a cgm accuracy issue. The patient¿s cgm was reading 82 mg/dl, and the bg meter was reading 42 mg/dl. The patient felt shaky and almost couldn¿t stand up. The patient self-treated with gvoke hypopen (glucagon), 15 grams of glucose and drank soda. After treatment, the patient felt better. She could not recall the cgm or bg meter values post-treatment. The patient recovered at home and did not seek any assistance from a higher level of care. The patient was feeling better at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.